Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the 15880 switched off and did not switch back on. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the failure can be caused by the genus (vxp) chip (u54) located on the digital board of the ccu and only occurs during initialization of the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during a procedure. Please note, the procedure was completed successfully.